Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. Correction to field h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead had fallen out during a normal follow up but did not have any symptoms as result of the event. Patient had a lead revision and had a severe cp then went to emergency room. Previously her device had been migrated which it may have caused her lead to dislodge. When lead dislodgement was confirmed patient was scheduled for another revision lead. Lead was repositioned with the help on ultrasound without difficulty due to perforation of the heart wall brought about by the rv lead dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had fallen out during a normal follow up but did not have any symptoms as result of the event. Patient had a lead revision and had a severe cp then went to emergency room. Previously her device had been migrated which it may have caused her lead to dislodge. When lead dislodgement was confirmed patient was scheduled for another revision lead. Lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. Correction to field b5: describe event or problem.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had fallen out during a normal follow up but did not have any symptoms as result of the event. Previously her device had been migrated which it may have caused her lead to dislodge. Patient will be scheduled for a revision lead. No adverse patient effects were reported.